Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 in auxiliary had failed and would not recover due to the inseparable magnet being missing. A field service engineer (fse) replaced the inseparable, turned on pyxis, and allowed the application to come back up. The customer logged in, recovered the failure, and then inventoried meds in auxiliary drawer 5. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had failed drawer and was unable to recover. The customer reported that there was no delay to the patient's workflow as there were many pyxis medstations in the ER to dispense medication for the patients. There were no adverse events or injuries reported based on this incident.